Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after customer cancelled the guide tool exchange. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the camera video got flipped and was backwards. The customer didn't call in when the issue happened. They tried several things and after cancelling the guide tool exchange they got the image to look normal. The tse informed csr the next time they have that issues to cancel guided tool exchange for the scope and rotate it 180 degrees to fix the issue. The procedure was completed with no reported injury.